Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp reported that the patient¿s device is not working, and can¿t be programmed, so the patient is going to have surgery to remove the battery. The hcp had no further information regarding the event. No further complications were reported or anticipated.